Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensitex surfacelink module was received for evaluation. The reported symptom was not able to be duplicated. Evaluation testing was successful. Visual inspection revealed the exterior casing, labels, and electrical pins were free of physical damage. The cable insulation was intact, and the connector was free of physical damage. The module was recognized upon connecting to a test station. Evaluation testing revealed that the surflink active electrocardiogram (ECG) and navx patches produced all the expected signals. The surflink was then evaluated with the test stations tracker oscilloscope, and it was verified that each ECG was accurate and with no observable noise. A pin-to-pin test was then performed, and each line was successful and within resistance specification. Based on the investigation and information provided to abbott, the reported event was not confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-srflnk-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a ventricular tachycardia procedure, there was an issue with the ensite x surface link resulting in cancellation of the procedure. There were no 12 channel signals displayed on the non-abbott (bard) system. After replacing the ECG cable of the (bard) system, there were no signals on ensite system displayed. The procedure was cancelled with no adverse consequences to patient. After unplugging and plugging in the ECG cable to the surface link the issue was resolved.